Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Customer called to report that she had received multiple occlusion alarms, one of which occurred when the customer was attempting to bolus for treatment of high blood glucose level (>600 mg/dl) due to not taking her medication.